Manufacturer narrative:
(B)(4). (B)(4) - failure to follow steps (failure to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating.) The other rx trek device referenced is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported inflation difficulty could not be confirmed on the returned device. The cause of the reported inflation difficulty could not be determined. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the analysis of the return, there is no indication of a product deficiency. It was reported that the balloon was not submerged in saline solution before use. It should be noted that the trek instruction for use states: submerge the balloon in sterile heparinized saline during balloon preparation to activate the coating. In this case, not submerging the balloon likely affected the reported inflation difficulty because the balloon may not open up uniformly or may open up slowly giving the perception of an inflation issue.

Event description:
It was reported that the procedure was to treat a mildly calcified, de novo, 85% stenosis in the mid left coronary artery (lca). The 2.5 x12 mm rx trek balloon catheter was advanced pre-dilatation; however, it failed to inflate when pressurized up to 8 atmospheres (atm). A second 2.5 x 12mm rx trek was inflated; however, the balloon ruptured on third inflation at 12 atm. A non-abbott balloon was successfully used to complete pre-dilatation. No stent or scaffold was used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.